Event description:
The customer tested her blood glucose using her contour meter and received readings of "lo", 14 and 12 mg/dl. She retested using another meter and received a reading of 215 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer.